Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate. This notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: customer recognizes the 8015 does not power on. Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: customer recognizes the device 8015 does not power on. Customer identified no charge indicator on front panel keypad. Informed customer they will need to repair/replace the logic board to resolve problem. Customer given part number for replacement logic board. They will call back if they need assistance with replacing the logic board. End call. (B)(4).